Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex artery. A 2.50x12mm promus premier¿ stent was advanced to the lesion however, the stent came off the stent delivery system balloon in the left circumflex artery. The device was captured and was removed through the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was detached and was received on the balloon of a second device. The stent struts were distorted and misaligned across the length of the stent. A review of the non-contact measurement system (ncms) details report highlighted no abnormalities prior to shipment. There were no issues noted with the profile of the balloon of the complaint device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the stent was crimped in the correct location during manufacturing. The bumper tip of the device showed no signs of damage. A visual and tactile examination found that the distal end of the shaft polymer extrusion was kinked across its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex artery. A 2.50x12mm promus premier¿ stent was advanced to the lesion however, the stent came off the stent delivery system balloon in the left circumflex artery. The device was captured and was removed through the catheter. No patient complications were reported and the patient's status was fine.